Event description:
The customer's family member called to report that the customer was hospitalized for high bgs. It was stated that the customer did not manage their diabetes properly, which caused the dka. The customer did not follow the two high bg rule, as patient did not check their bgs. The customer was vomiting for over a day prior the hospitalization. Troubleshooting was performed. It could not be determined if the pump passed due to an inconsistent result. It was stated that the cannulas were bent. A replacement was requested.